Event description:
The patient noticed loss of therapeutic effect. She called hcp who recommended, she increase amplitude. The patient increased the device amplitude and started to get an uncomfortable surging and burning sensation in her area of paresthesia. The sensation occurred when she was at home and throughout the day. Her typical therapy extends to her toes, but the burning sensation extended down to her knees. Palpation and movement did not cause stimulation changes. Impedances of 2 electrodes were greater than 3600 ohms and the rest were within normal ranges. The device was reprogrammed to address the patient's stimulation needs. A limit (not specified) was put on the pulse width. The patient appeared to be getting coverage of her painful areas. The patient would be in contact with her hcp. The hcp planned to replace the implantable pulse generator battery as it was suspected to be approaching end of service.

Manufacturer narrative:
.